Manufacturer narrative:
On (B)(6) 2020 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly was observed within the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, and unknown grade capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel 250cc silicone prosthesis experienced left sided rupture, and unknown grade capsular contracture post procedure. Rupture was discovered during explantation. Per doctor rupture happened for quite some time. As a result patient underwent unilateral replacement with cat #: 3502501b, sn #: (B)(4) on (B)(6) 2020.